Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. However, the specific cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the image disappears/darkens, and the visual file was lost on the 4k autoclavable camera head. In additional, the customer stated, color bars were present when plugged in. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint "color bars when plugged in" was not confirmed. No image displayed was confirmed, and likely due to a faulty cable. In addition, the label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.